Manufacturer narrative:
On 29-aug-2016 product investigation results: the reporter returned two toothbrush heads on (B)(6) 2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Top brush broken off, broken part in mouth [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that while using an oral-b rechargeable toothbrush, version unknown on unspecified dates, the top brush had broken off the oral-b dual action brushheads after 2 weeks of use. She stated she had the broken part in her mouth. She had used 2 out of 3 replacement brush heads, and the incident occurred with both refills. The consumer reported she had used an oral-b toothbrush for over 5 years, had always used the dual clean brush heads, and had never experienced any problems. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Top brush broken off, broken part in mouth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that while using an oral-b rechargeable toothbrush, version unknown on unspecified dates, the top brush had broken off the oral-b dual action brushheads after 2 weeks of use. She stated she had the broken part in her mouth. She had used 2 out of 3 replacement brush heads, and the incident occurred with both refills. The consumer reported she had used an oral-b toothbrush for over 5 years, had always used the dual clean brush heads, and had never experienced any problems. No symptoms developed.